Event description:
The lateral-medial static screw hole would not fit a 5.0 fully threaded screw. Screws were swapped with a screw of the same corresponding length m without any success. And not only was inserting these screws difficult, removing them took a vice grip and a ton of force. Caused a delay of greather than 30 mins